Manufacturer narrative:
Batch review performed on 13 january 2021: lot 185611: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 2023-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event additional device involved: batch review performed on 13 january 2021: gmk-sphere 02.12.0022r femoral component sphere cemented size 2+ r (k140826) lot 162678: (B)(4) items manufactured and released on 19-may-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017.

Event description:
The patient came in reporting pain and swelling in the knee 7 months after the primary. Infection excluded, the cause of the pain and swelling is unknown. The surgeon revised the femoral component and insert. The surgery was completed successfully.